Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6)2023. Symptoms reported include pancreatitis and hyperglycemia. The patient was treated with IV fluids and bedrest. The patient was on a no solid diet. The patient does not recall what they were prescribed during this event. The patient reported that their personal diabetes manager would not turn on during this event. The patient was released on (B)(6)2023.